Manufacturer narrative:
(B)(4). Guide wire: balance middleweight; guide cath: judkins r4; sheath: 6 fr sheath. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent grafts. The additional graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that the graftmaster stents were used to treat a perforation that occurred in the left anterior descending artery during use of another device. Prior to the deployment of the graftmaster stents, after the perforation occurred, the patient experienced cardiac arrest, was resuscitated, intubated and cardiac compressions were started. The first graftmaster stent was deployed; however, did not seal the perforation. A second graftmaster stent was deployed sealing the perforation; however, blood flow was still poor. Thrombus or a distal dissection was suspected for which a 2.5x20 mm bare metal stent was deployed, which resulted in improvement of blood flow. Following this, the patient had several ventricular fibrillation episodes and required defibrillation and was able to be resuscitated after successful placement of a balloon pump and a temporary pacemaker. Surgical pericardiocentesis was performed and the blood was evacuated; however, the patients blood pressure was deteriorating. The patient died later that same day. It was stated by the physician that the patient death was not related to the graftmaster devices, but due to the complications caused by the perforation. No additional information was provided.